Event description:
This riata lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that noise was noted on this rv lead and some inappropriate and appropriate shocks. This lead is also on a class I recall. No known physician and hospital. No other information is available. A product experience report received on (B)(6) 2013 states that this lead was capped on (B)(6) 2013 due to oversensing and this had a noise on pace sense. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).